Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were provided for further evaluation. Based on the visual inspection, the returned photos visually confirmed the reported defect of detaching at the blood filter. Although the defect of the detached tubing was confirmed on the photos, without the actual sample the exact root cause could not be determined. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the blood set malfunctioned during infusion of a cell therapy product (thawed apheresis). Product was being rinsed with saline when tubing came out of the filter. No injury reported.